Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/08/2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test and failed.. Performed search for share log data and no share log data available. The problem is undetermined because the transmitter has no share log data available. A root cause could not be determined.